Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed the data from the date of the alleged complaint was overwritten due to continued patient use. The pump was exercised for 24 hours without any interruption of power. The pump was opened for investigation and did not reveal any evidence of internal moisture damage. The pump was found to be operating as intended and within specification.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.